Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the stylet could not be inserted and the helix would no longer rotate. The lead was not used. The patient's condition was stable.